Event description:
IV checked with 10 cc saline prior to being connected to injector. Tested again prior to contrast starting. Infiltration of 50 cc contrast to the right humerus / antecubital.the hospital's standard protocol always includes testing the line for patency using a saline filled syringe, prior to power injection.